Manufacturer narrative:
Hardware analysis determined that the returned tracker had lines of galling inside the handle, which did not allow insertion of a known good instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the instrument tracker locked up when navigating an awl tip tap utilizing a motorized drilling assistant. Additionally, it was noted that the awl tip tap was not advancing into the bone. The reported issue occurred after three screws had been placed. For the remainder of the procedure, the k-wire with a pedicle access kit (pak) needle was used to complete the procedure. There was no reported impact on patient outcome.